Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: coil is bent"), menorrhagia ("heavy periods/ menorrhagia"), rheumatic disorder ("autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 696931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on (B)(6)2013. The patient's concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst and endometriosis externa. Concomitant products included antibiotics, budesonide;formoterol fumarate (symbicort) since (B)(6), bupropion hydrochloride (wellbutrin) from (B)(6) to (B)(6), bupropion (B)(6)2009 to (B)(6) 2010, fexofenadine hydrochloride (allegra) since (B)(6), fluticasone propionate (flonase allergy relief) since (B)(6), glucosamine since (B)(6), progesterone in (B)(6), steroids and valaciclovir hydrochloride (valtrex) from (B)(6) to (B)(6). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In (B)(6)2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In (B)(6) 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood swings ("severe mood swings") and breast tenderness ("breast tenderness"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In march 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes") and herpes zoster ("shingles"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In october 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced rheumatic disorder (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), rash papular ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision") and tooth disorder ("dental problems") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat"). The patient was treated with surgery (ablation on (B)(6)2012, total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy with bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, rash papular, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, herpes zoster, tachycardia, abdominal pain, skin infection and urinary incontinence outcome was unknown, the rash, fatigue, alopecia, nausea, weight increased and vision blurred was resolving and the blood pressure increased and heart rate increased had resolved. The reporter considered abdominal pain, alopecia, blood pressure increased, blood urine present, breast tenderness, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate increased, herpes zoster, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, rash papular, rheumatic disorder, skin infection, tachycardia, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive. Chest x-ray - on (B)(6)2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6)2013: CT showed the right coil bent.. Hysterosalpingogram - in september 2010: total bilateral occlusion; on (B)(6)2012: total bilateral occlusion; on (B)(6)2013: total bilateral occlusion. Pathology test - on (B)(6)2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : reporter information were added and updated . Lot number were added. Onset date of the events were added and updated. Outcome of the event rash, nausea, hair loss were updated. Date of removal were updated. Medical history, concomitant drug and lab data were added. Event: severe mood swings, breast tenderness, blood in urine, abnormal bleeding (vaginal), abnormal bleeding (general). Allergic or hypersensitivity reaction type: skin and scalp, infection (bladder/urinary tract/vaginal) type: vaginal, migraines, headaches, weight gain, my blood pressure went up after placement, rapid heart beat, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual problems), rashes, diarrhea, dental problems, shingles, tachycardia, blurry vision, abdominal pain, teeth crumbling, rashes or skin conditions type: raised, itching, and oozing before removal and after placement, autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive, malposition of essure device location of device: coil is bent, coil is bent, bladder or urinary problems or changes incontinence and infection (other) describe: skin, scalp were added. Event verbatim were updated as skin rash/rashes, feel so sick to my stomach/ nausea, heavy periods/ menorrhagia, dysmenorrhea (cramping)/ pain and heavy periods along, pain during intercourse/ dyspareunia (painful sexual problems). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue"), menorrhagia ("heavy periods"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up") and nausea ("feel so isck to my stomach"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, fatigue, menorrhagia, alopecia, dyspareunia, tooth fracture, vomiting and nausea outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, rash, tooth fracture and vomiting to be related to essure. The reporter commented: cross referenced with case number : (B)(6) cross referenced with case number : (B)(6) concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from medical records: reporters details added. Event added as feel so isck to my stomach, nausea. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: coil is bent'), menorrhagia ('heavy periods/ menorrhagia'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') and rheumatic disorder ('autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive/autoimmune problems') in a 43-year-old female patient who had essure (batch no. 696931- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on (B)(6) 2013. The patient's medical history included colonic polyp (1999). Previously administered products included for an unreported indication: tdap. Concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst, endometriosis externa, menses irregular, endometrial ablation ((B)(6) 2012), adnexa uteri pain, urinary frequency, nocturia, family stress, low back pain, haemorrhage urinary tract, vaginal odor, condyloma, hsv infection, spinal fusion surgery, vaginitis, genital herpes, malaise, adenomyosis, vaginal pain, abdominal pain lower and kidney stones. Concomitant products included alprazolam (xanax), antibiotics, boric acid, budesonide;formoterol fumarate (symbicort) since 2010, bupropion hydrochloride (wellbutrin) from 2009 to 2018, bupropion 22-dec-2009 to july 2010, clindamycin, clindamycin phosphate (cleocin s), fexofenadine hydrochloride (allegra) since 2010, fluticasone propionate (flonase allergy relief) since 2010, glucosamine since 2009, ibuprofen, metronidazole (flagyl 250), progesterone in 2010, steroids, valaciclovir hydrochloride (valacyclovir hcl) and valaciclovir hydrochloride (valtrex) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In (B)(6) 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood swings ("severe mood swings/ my moods are crazy") and breast tenderness ("breast tenderness"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On(B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In (B)(6) 2014, the patient experienced raised rash ("skin rash/rashes/ bumpy rash") and the first episode of herpes zoster ("shingles"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced rheumatic disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced back pain ("back pain") and renal pain ("kidney pain"). On (B)(6) 2015, the patient experienced inflammation ("I had so much inflammation"). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), erythropapular rash ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision"), tooth disorder ("dental problems"), endometriosis ("endometriosis"), pruritus ("I do itch"), constipation ("they are super constipating"), abdominal distension ("I cut out gluten and that seemed to help a lot with the bloat/bloated/ swelling belly"), arthralgia ("joint pain/joint problems/ toe joint"), scar ("I am full of scar tissue"), arthritis ("arthritis"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), asthenia ("lack of energy"), dry skin ("dry skin"), breast atrophy ("breast shrinkage"), coital bleeding ("unexplained bleeding after sex"), adenomyosis ("adenomyosis"), bladder spasm ("bladder spasms"), vulvovaginal pain ("vaginal pain"), pollakiuria ("frequent urination"), proctalgia ("rectum pain"), insomnia ("insomnia"), ovarian cyst ("cysts all over ovaries"), dizziness ("I have been so dizzy"), feeling abnormal ("brain fog"), uterine enlargement ("enlarged uterus"), the second episode of herpes zoster ("shingles are erupting"), musculoskeletal chest pain ("hurting by my right rib really bad clsoer to the sternum"), muscle strain ("if I stand it is pretty painful like a pulled muscle"), gallbladder disorder ("gallbladder bruised"), urticaria ("hives"), vertigo ("vertigo"), cervicitis ("cervicitis"), rectal spasm ("spasm in my rectum and vagina"), genito-pelvic pain/penetration disorder ("spasm in my rectum and vagina") and rectocele ("rectocele") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation on (B)(6) 2012, total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy with bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, erythropapular rash, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, tachycardia, abdominal pain, skin infection, urinary incontinence, endometriosis, pruritus, constipation, abdominal distension, scar, arthritis, bacterial vaginosis, hot flush, asthenia, dry skin, breast atrophy, coital bleeding, adenomyosis, bladder spasm, vulvovaginal pain, pollakiuria, proctalgia, insomnia, ovarian cyst, dizziness, uterine enlargement, inflammation, back pain, renal pain, the last episode of herpes zoster, musculoskeletal chest pain, muscle strain, gallbladder disorder, urticaria, vertigo, cervicitis, hormone level abnormal, rectal spasm, genito-pelvic pain/penetration disorder and rectocele outcome was unknown, the raised rash, fatigue, alopecia, nausea, weight increased, vision blurred, arthralgia and feeling abnormal was resolving and the blood pressure increased and heart rate increased had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, bladder spasm, blood pressure increased, blood urine present, breast atrophy, breast tenderness, cervicitis, coital bleeding, constipation, dermatitis allergic, device dislocation, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gallbladder disorder, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, heart rate increased, hormone level abnormal, hot flush, inflammation, insomnia, menorrhagia, migraine, mood swings, muscle strain, musculoskeletal chest pain, nausea, ovarian cyst, pelvic pain, pollakiuria, proctalgia, pruritus, raised rash, rectal spasm, rectocele, renal pain, rheumatic disorder, scar, skin infection, tachycardia, tooth disorder, urinary incontinence, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, vomiting, vulvovaginal pain, weight increased, the first episode of herpes zoster, the first episode of tooth fracture, erythropapular rash, the second episode of herpes zoster and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. The healthcare provider said everything looked fine (date of communication: (B)(6) 2010, (B)(6) 2012, (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive.. Chest x-ray - on (B)(6) 2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6) 2013: CT showed the right coil bent.. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2013: findings: bilateral breast: the breast parenchyma is heterogeneously dense and limits evaluation by mammography. Bilateral breasts: no suspicious findings.; on (B)(6) 2015: impression: no mammographic evidence to suggest malignancy is seen.. Pathology test - on (B)(6) 2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Ultrasound scan vagina - on (B)(6) 2015: bilateral essure coils appear to be present. Small functional cysts seen on each ovary. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, fatigue, weight gain, anxiety, hair loss. Lot number 696931 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the coding of event "spasm in my rectum and vagina" was updated from ¿muscle spasm¿ to ¿rectal spasm¿, and split to capture the event ¿vaginal spasm¿ was performed. No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: coil is bent'), menorrhagia ('heavy periods/ menorrhagia'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') and rheumatic disorder ('autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive/autoimmune problems') in a 43-year-old female patient who had essure (batch no. 696931-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on 20-aug-2013. The patient's medical history included colonic polyp (1999). Previously administered products included for an unreported indication: tdap. Concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst, endometriosis externa, menses irregular, endometrial ablation (B)(6) 2012, adnexa uteri pain, urinary frequency, nocturia, family stress, low back pain, haemorrhage urinary tract, vaginal odor, condyloma, hsv infection, spinal fusion surgery, vaginitis, genital herpes, malaise, adenomyosis, vaginal pain, abdominal pain lower and kidney stones. Concomitant products included alprazolam (xanax), antibiotics, boric acid, budesonide;formoterol fumarate (symbicort) since 2010, bupropion hydrochloride (wellbutrin) from 2009 to 2018, bupropion (B)(6) 2009 to (B)(6) 2010, clindamycin, clindamycin phosphate (cleocin s), fexofenadine hydrochloride (allegra) since 2010, fluticasone propionate (flonase allergy relief) since 2010, glucosamine since 2009, ibuprofen, metronidazole (flagyl 250), progesterone in 2010, steroids, valaciclovir hydrochloride (valacyclovir hcl) and valaciclovir hydrochloride (valtrex) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In april 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood swings ("severe mood swings/ my moods are crazy") and breast tenderness ("breast tenderness"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes/ bumpy rash") and the first episode of herpes zoster ("shingles"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced rheumatic disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced back pain ("back pain") and renal pain ("kidney pain"). On (B)(6) 2015, the patient experienced inflammation ("I had so much inflammation"). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), rash papular ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision"), tooth disorder ("dental problems"), endometriosis ("endometriosis"), pruritus ("I do itch"), constipation ("they are super constipating"), abdominal distension ("I cut out gluten and that seemed to help a lot with the bloat/bloated/ swelling belly"), arthralgia ("joint pain/joint problems/ toe joint"), scar ("I am full of scar tissue"), arthritis ("arthritis"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), asthenia ("lack of energy"), dry skin ("dry skin"), breast atrophy ("breast shrinkage"), coital bleeding ("unexplained bleeding after sex"), adenomyosis ("adenomyosis"), bladder spasm ("bladder spasms"), vulvovaginal pain ("vaginal pain"), pollakiuria ("frequent urination"), proctalgia ("rectum pain"), insomnia ("insomnia"), ovarian cyst ("cysts all over ovaries"), dizziness ("I have been so dizzy"), feeling abnormal ("brain fog"), uterine enlargement ("enlarged uterus"), the second episode of herpes zoster ("shingles are erupting"), musculoskeletal chest pain ("hurting by my right rib really bad closer to the sternum"), muscle strain ("if I stand it is pretty painful like a pulled muscle"), gallbladder disorder ("gallbladder bruised"), urticaria ("hives"), vertigo ("vertigo"), cervicitis ("cervicitis"), muscle spasms ("spasm in my rectum and vagina") and rectocele ("rectocele") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation on (B)(6) 2012, total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, rash papular, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, tachycardia, abdominal pain, skin infection, urinary incontinence, endometriosis, pruritus, constipation, abdominal distension, scar, arthritis, bacterial vaginosis, hot flush, asthenia, dry skin, breast atrophy, coital bleeding, adenomyosis, bladder spasm, vulvovaginal pain, pollakiuria, proctalgia, insomnia, ovarian cyst, dizziness, uterine enlargement, inflammation, back pain, renal pain, the last episode of herpes zoster, musculoskeletal chest pain, muscle strain, gallbladder disorder, urticaria, vertigo, cervicitis, hormone level abnormal, muscle spasms and rectocele outcome was unknown, the rash, fatigue, alopecia, nausea, weight increased, vision blurred, arthralgia and feeling abnormal was resolving and the blood pressure increased and heart rate increased had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, bladder spasm, blood pressure increased, blood urine present, breast atrophy, breast tenderness, cervicitis, coital bleeding, constipation, dermatitis allergic, device dislocation, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gallbladder disorder, genital haemorrhage, headache, heart rate increased, hormone level abnormal, hot flush, inflammation, insomnia, menorrhagia, migraine, mood swings, muscle spasms, muscle strain, musculoskeletal chest pain, nausea, ovarian cyst, pelvic pain, pollakiuria, proctalgia, pruritus, rash, rash papular, rectocele, renal pain, rheumatic disorder, scar, skin infection, tachycardia, tooth disorder, urinary incontinence, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, vomiting, vulvovaginal pain, weight increased, the first episode of herpes zoster, the first episode of tooth fracture, the second episode of herpes zoster and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. The healthcare provider said everything looked fine (date of communication: (B)(6) 2010,(B)(6) 2012, (B)(6) 2013) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive.. Chest x-ray - on (B)(6) 2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6) 2013: CT showed the right coil bent.. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2013: findings: bilateral breast: the breast parenchyma is heterogeneously dense and limits evaluation by mammography. Bilateral breasts: no suspicious findings.; on (B)(6) 2015: impression: no mammographic evidence to suggest malignancy is seen.. Pathology test - on (B)(6) 2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Ultrasound scan vagina - on (B)(6) 2015: bilateral essure coils appear to be present. Small functional cysts seen on each ovary.. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, fatigue, weight gain, anxiety, hair loss. Lot number 696931 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter information details updated. Events: I had so much inflammation, back pain, kidney pain, shingles are erupting, hurting by my right rib really bad closer to the sternum, if I stand it is pretty painful like a pulled muscle, gallbladder bruised, hives, vertigo, cervicitis, hormonal imbalance, spasm in my rectum and vagina, rectocele were newly added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: coil is bent"), menorrhagia ("heavy periods/ menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and rheumatic disorder ("autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive") in a 43-year-old female patient who had essure (batch no. 696931-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on (B)(6) 2013. The patient's medical history included colonic polyp (1999). Previously administered products included for an unreported indication: tdap. Concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst, endometriosis externa, menses irregular, endometrial ablation (nov2012), adnexa uteri pain, urinary frequency, nocturia, family stress, low back pain, haemorrhage urinary tract, vaginal odor, condyloma, hsv infection, spinal fusion surgery, vaginitis, genital herpes, malaise, adenomyosis, vaginal pain, abdominal pain lower and kidney stones. Concomitant products included alprazolam (xanax), antibiotics, boric acid, budesonide;formoterol fumarate (symbicort) since 2010, bupropion hydrochloride (wellbutrin) from 2009 to 2018, bupropion22-dec-2009 to july 2010, clindamycin, clindamycin phosphate (cleocin s), fexofenadine hydrochloride (allegra) since 2010, fluticasone propionate (flonase allergy relief) since 2010, glucosamine since 2009, metronidazole (flagyl 250), progesterone in 2010, steroids, valaciclovir hydrochloride (valacyclovir hcl) and valaciclovir hydrochloride (valtrex) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In march 2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In april 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In june 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2012, the patient experienced mood swings ("severe mood swings") and breast tenderness ("breast tenderness"). In february 2013, the patient experienced alopecia ("hair loss"). In march 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In june 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"). In november 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In march 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In april 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In june 2014, the patient experienced rash ("skin rash/rashes") and herpes zoster ("shingles"). In september 2014, the patient experienced fatigue ("fatigue"). In october 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2015, the patient experienced rheumatic disorder (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), rash papular ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision") and tooth disorder ("dental problems") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat"). The patient was treated with surgery (ablation on (B)(6) 2012, total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy with bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, rash papular, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, herpes zoster, tachycardia, abdominal pain, skin infection and urinary incontinence outcome was unknown, the rash, fatigue, alopecia, nausea, weight increased and vision blurred was resolving and the blood pressure increased and heart rate increased had resolved. The reporter considered abdominal pain, alopecia, blood pressure increased, blood urine present, breast tenderness, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate increased, herpes zoster, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, rash papular, rheumatic disorder, skin infection, tachycardia, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive.. Chest x-ray - on (B)(6) 2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6) 2013: CT showed the right coil bent.. Hysterosalpingogram - in september 2010: total bilateral occlusion.; on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2013: findings: bilateral breast: the breast parenchyma is heterogeneously dense and limits evaluation by mammography. Bilateral breasts: no suspicious findings.; on (B)(6) 2015: impression: no mammographic evidence to suggest malignancy is seen.. Pathology test - on (B)(6) 2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Ultrasound scan vagina - on (B)(6) 2015: bilateral essure coils appear to be present. Small functional cysts seen on each ovary.. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, fatigue, weight gain, anxiety, hair loss. Lot number 696931 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: coil is bent'), menorrhagia ('heavy periods/ menorrhagia'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') and rheumatic disorder ('autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive') in a 43-year-old female patient who had essure (batch no. 696931-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on (B)(6) 2013. The patient's medical history included colonic polyp (1999). Previously administered products included for an unreported indication: tdap. Concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst, endometriosis externa, menses irregular, endometrial ablation ((B)(6) 2012), adnexa uteri pain, urinary frequency, nocturia, family stress, low back pain, haemorrhage urinary tract, vaginal odor, condyloma, hsv infection, spinal fusion surgery, vaginitis, genital herpes, malaise, adenomyosis, vaginal pain, abdominal pain lower and kidney stones. Concomitant products included alprazolam (xanax), antibiotics, boric acid, budesonide;formoterol fumarate (symbicort) since 2010, bupropion hydrochloride (wellbutrin) from 2009 to 2018, bupropion22-(B)(6) 2009 to july 2010, clindamycin, clindamycin phosphate (cleocin s), fexofenadine hydrochloride (allegra) since 2010, fluticasone propionate (flonase allergy relief) since 2010, glucosamine since 2009, metronidazole (flagyl 250), progesterone in 2010, steroids, valaciclovir hydrochloride (valacyclovir hcl) and valaciclovir hydrochloride (valtrex) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In march 2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In april 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In june 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2012, the patient experienced mood swings ("severe mood swings/ my moods are crazy") and breast tenderness ("breast tenderness"). In february 2013, the patient experienced alopecia ("hair loss"). In march 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In june 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"). In november 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In march 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In april 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In june 2014, the patient experienced rash ("skin rash/rashes") and herpes zoster ("shingles"). In september 2014, the patient experienced fatigue ("fatigue"). In october 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2015, the patient experienced rheumatic disorder (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), rash papular ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision"), tooth disorder ("dental problems"), endometriosis ("endometriosis"), pruritus ("I do itch"), constipation ("they are super constipating"), abdominal distension ("I cut out gluten and that seemed to help a lot with the bloat"), arthralgia ("joint pain"), scar ("I am full of scar tissue"), arthritis ("arthritis"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), asthenia ("lack of energy"), dry skin ("dry skin"), breast atrophy ("breast shrinkage"), coital bleeding ("unexplained bleeding after sex"), adenomyosis ("adenomyosis"), bladder spasm ("bladder spasms"), vulvovaginal pain ("vaginal pain"), pollakiuria ("frequent urination"), proctalgia ("rectum pain"), insomnia ("insomnia"), ovarian cyst ("cysts all over ovaries"), dizziness ("I have been so dizzy"), feeling abnormal ("brain fog") and uterine enlargement ("enlarged uterus") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat"). The patient was treated with surgery (ablation on (B)(6) 2012, total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy with bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, rash papular, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, herpes zoster, tachycardia, abdominal pain, skin infection, urinary incontinence, endometriosis, pruritus, constipation, abdominal distension, arthralgia, scar, arthritis, bacterial vaginosis, hot flush, asthenia, dry skin, breast atrophy, coital bleeding, adenomyosis, bladder spasm, vulvovaginal pain, pollakiuria, proctalgia, insomnia, ovarian cyst, dizziness, feeling abnormal and uterine enlargement outcome was unknown, the rash, fatigue, alopecia, nausea, weight increased and vision blurred was resolving and the blood pressure increased and heart rate increased had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, arthritis, asthenia, bacterial vaginosis, bladder spasm, blood pressure increased, blood urine present, breast atrophy, breast tenderness, coital bleeding, constipation, dermatitis allergic, device dislocation, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, heart rate increased, herpes zoster, hot flush, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pollakiuria, proctalgia, pruritus, rash, rash papular, rheumatic disorder, scar, skin infection, tachycardia, tooth disorder, urinary incontinence, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal pain, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. The healthcare provider said everything looked fine (date of communication: sep2010, (B)(6) 2012, (B)(6) 2013) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive.. Chest x-ray - on (B)(6) 2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6) 2013: CT showed the right coil bent.. Hysterosalpingogram - in september 2010: total bilateral occlusion.; on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2013: findings: bilateral breast: the breast parenchyma is heterogeneously dense and limits evaluation by mammography. Bilateral breasts: no suspicious findings.; on (B)(6) 2015: impression: no mammographic evidence to suggest malignancy is seen.. Pathology test - on (B)(6) 2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Ultrasound scan vagina - on (B)(6) 2015: bilateral essure coils appear to be present. Small functional cysts seen on each ovary.. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, fatigue, weight gain, anxiety, hair loss. Lot number 696931 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and social media contents received : reporters information updated. Events added-endometriosis, pruritus, constipation, abdominal distension, arthralgia, scar, arthritis, bacterial vaginosis, hot flush, asthenia, dry skin, breast atrophy, coital bleeding, adenomyosis, bladder spasm, vulvovaginal pain, pollakiuria, proctalgia, insomnia, ovarian cyst, dizziness, feeling abnormal, uterine enlargement. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: coil is bent') and menorrhagia ('heavy periods/ menorrhagia') in a 43-year-old female patient who had essure (batch no. 696931- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on (B)(6) 2013. The patient's medical history included colonic polyp (1999). Previously administered products included for an unreported indication: tdap. Concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst, endometriosis externa, menses irregular, endometrial ablation ((B)(6) 2012), adnexa uteri pain, urinary frequency, nocturia, family stress, low back pain, haemorrhage urinary tract, vaginal odor, condyloma, hsv infection, spinal fusion surgery, vaginitis, genital herpes, malaise, adenomyosis, vaginal pain, abdominal pain lower and kidney stones. Concomitant products included alprazolam (xanax), antibiotics, boric acid, budesonide;formoterol fumarate (symbicort) since 2010, bupropion hydrochloride (wellbutrin) from 2009 to 2018, bupropion22-dec-2009 to july 2010, clindamycin, clindamycin phosphate (cleocin s), fexofenadine hydrochloride (allegra) since 2010, fluticasone propionate (flonase allergy relief) since 2010, glucosamine since 2009, ibuprofen, metronidazole (flagyl 250), progesterone in 2010, steroids, valaciclovir hydrochloride (valacyclovir hcl) and valaciclovir hydrochloride (valtrex) from 2010 to 2018. On 4-aug-2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In (B)(6) 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In june 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On(B)(6) -2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood swings ("severe mood swings/ my moods are crazy") and breast tenderness ("breast tenderness"). In february 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") and was found to have blood urine present ("blood in urine"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In april 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In (B)(6) 2014, the patient experienced raised rash ("skin rash/rashes/ bumpy rash") and the first episode of herpes zoster ("shingles"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2015, the patient experienced rheumatic disorder ("autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive/autoimmune problems"). On (B)(6) 2015, the patient experienced back pain ("back pain") and renal pain ("kidney pain"). On (B)(6) 2015, the patient experienced inflammation ("I had so much inflammation"). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), erythropapular rash ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision"), tooth disorder ("dental problems"), endometriosis ("endometriosis"), pruritus ("I do itch"), constipation ("they are super constipating"), abdominal distension ("I cut out gluten and that seemed to help a lot with the bloat/bloated/ swelling belly"), arthralgia ("joint pain/joint problems/ toe joint"), scar ("I am full of scar tissue"), arthritis ("arthritis"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), asthenia ("lack of energy"), dry skin ("dry skin"), breast atrophy ("breast shrinkage"), coital bleeding ("unexplained bleeding after sex"), adenomyosis ("adenomyosis"), bladder spasm ("bladder spasms"), vulvovaginal pain ("vaginal pain"), pollakiuria ("frequent urination"), proctalgia ("rectum pain"), insomnia ("insomnia"), ovarian cyst ("cysts all over ovaries"), dizziness ("I have been so dizzy"), feeling abnormal ("brain fog"), uterine enlargement ("enlarged uterus"), the second episode of herpes zoster ("shingles are erupting"), musculoskeletal chest pain ("hurting by my right rib really bad clsoer to the sternum"), muscle strain ("if I stand it is pretty painful like a pulled muscle"), gallbladder disorder ("gallbladder bruised"), urticaria ("hives"), vertigo ("vertigo"), cervicitis ("cervicitis"), rectal spasm ("spasm in my rectum and vagina"), genito-pelvic pain/penetration disorder ("spasm in my rectum and vagina"), rectocele ("rectocele") and vaginal odour ("vaginal odour") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation on (B)(6) 2012, total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy with bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, erythropapular rash, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, tachycardia, abdominal pain, skin infection, urinary incontinence, endometriosis, pruritus, constipation, abdominal distension, scar, arthritis, bacterial vaginosis, hot flush, asthenia, dry skin, breast atrophy, coital bleeding, adenomyosis, bladder spasm, vulvovaginal pain, pollakiuria, proctalgia, insomnia, ovarian cyst, dizziness, uterine enlargement, inflammation, back pain, renal pain, the last episode of herpes zoster, musculoskeletal chest pain, muscle strain, gallbladder disorder, urticaria, vertigo, cervicitis, hormone level abnormal, rectal spasm, genito-pelvic pain/penetration disorder and rectocele outcome was unknown, the raised rash, fatigue, alopecia, nausea, weight increased, vision blurred, arthralgia and feeling abnormal was resolving, the blood pressure increased and heart rate increased had resolved and the vaginal odour had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, bladder spasm, blood pressure increased, blood urine present, breast atrophy, breast tenderness, cervicitis, coital bleeding, constipation, dermatitis allergic, device dislocation, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gallbladder disorder, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, heart rate increased, hormone level abnormal, hot flush, inflammation, insomnia, menorrhagia, migraine, mood swings, muscle strain, musculoskeletal chest pain, nausea, ovarian cyst, pelvic pain, pollakiuria, proctalgia, pruritus, raised rash, rectal spasm, rectocele, renal pain, rheumatic disorder, scar, skin infection, tachycardia, tooth disorder, urinary incontinence, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vertigo, vision blurred, vomiting, vulvovaginal pain, weight increased, the first episode of herpes zoster, the first episode of tooth fracture, erythropapular rash, the second episode of herpes zoster and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. The healthcare provider said everything looked fine (date of communication: (B)(6) 2010, (B)(6) 2012, (B)(6) 2013) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive.. Chest x-ray - on (B)(6) 2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6) 2013: CT showed the right coil bent.. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2013: findings: bilateral breast: the breast parenchyma is heterogeneously dense and limits evaluation by mammography. Bilateral breasts: no suspicious findings.; on (B)(6) 2015: impression: no mammographic evidence to suggest malignancy is seen.. Pathology test - on (B)(6) 2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Ultrasound scan vagina - on (B)(6) 2015: bilateral essure coils appear to be present. Small functional cysts seen on each ovary.. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, fatigue, weight gain, anxiety, hair loss. Lot number 696931 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: coil is bent') and menorrhagia ('heavy periods/ menorrhagia') in a 43-year-old female patient who had essure (batch no. 696931- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil is bent" on (B)(6) 2013. The patient's medical history included colonic polyp (1999). Previously administered products included for an unreported indication: tdap. Concurrent conditions included anxiety, cervical disc herniation, multiple allergies, herpes nos, sore throat, infection nos, slight fever, upper respiratory infection, bleed in luteal cyst, cyst, endometriosis externa, menses irregular, endometrial ablation ((B)(6) 2012), adnexa uteri pain, urinary frequency, nocturia, family stress, low back pain, haemorrhage urinary tract, vaginal odor, condyloma, hsv infection, spinal fusion surgery, vaginitis, genital herpes, malaise, adenomyosis, vaginal pain, abdominal pain lower and kidney stones. Concomitant products included alprazolam (xanax), antibiotics, boric acid, budesonide;formoterol fumarate (symbicort) since 2010, bupropion hydrochloride (wellbutrin) from 2009 to 2018, bupropion22-(B)(6) 2009 to (B)(6) 2010, clindamycin, clindamycin phosphate (cleocin s), fexofenadine hydrochloride (allegra) since 2010, fluticasone propionate (flonase allergy relief) since 2010, glucosamine since 2009, ibuprofen, metronidazole (flagyl 250), progesterone in 2010, steroids, valaciclovir hydrochloride (valacyclovir hcl) and valaciclovir hydrochloride (valtrex) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ pain and heavy periods along") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have blood pressure increased ("my blood pressure went up after placement") and experienced tachycardia ("tachycardia"). In (B)(6) 2012, the patient experienced the first episode of tooth fracture ("teeth crumbling"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin and scalp"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood swings ("severe mood swings/ my moods are crazy") and breast tenderness ("breast tenderness"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual problems)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") and was found to have blood urine present ("blood in urine"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced nausea ("feel so sick to my stomach/ nausea") and skin infection ("infection (other) describe: skin, scalp"). In (B)(6) 2014, the patient experienced raised rash ("skin rash/rashes/ bumpy rash") and the first episode of herpes zoster ("shingles"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced rheumatic disorder ("autoimmune disorder type of disorder: I don't know but my ana and ra factor tests were positive/autoimmune problems"). On (B)(6) 2015, the patient experienced back pain ("back pain") and renal pain ("kidney pain"). On (B)(6) 2015, the patient experienced inflammation ("I had so much inflammation"). On an unknown date, the patient experienced the second episode of tooth fracture ("have had 3 crowns and my front one is chipping off"), vomiting ("throwing up"), erythropapular rash ("rashes or skin conditions type: raised, itching, and oozing before removal and after placement"), abdominal pain ("abdominal pain"), vision blurred ("blurry vision"), tooth disorder ("dental problems"), endometriosis ("endometriosis"), pruritus ("I do itch"), constipation ("they are super constipating"), abdominal distension ("I cut out gluten and that seemed to help a lot with the bloat/bloated/ swelling belly"), arthralgia ("joint pain/joint problems/ toe joint"), scar ("I am full of scar tissue"), arthritis ("arthritis"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), asthenia ("lack of energy"), dry skin ("dry skin"), breast atrophy ("breast shrinkage"), coital bleeding ("unexplained bleeding after sex"), adenomyosis ("adenomyosis"), bladder spasm ("bladder spasms"), vulvovaginal pain ("vaginal pain"), pollakiuria ("frequent urination"), proctalgia ("rectum pain"), insomnia ("insomnia"), ovarian cyst ("cysts all over ovaries"), dizziness ("I have been so dizzy"), feeling abnormal ("brain fog"), uterine enlargement ("enlarged uterus"), the second episode of herpes zoster ("shingles are erupting"), musculoskeletal chest pain ("hurting by my right rib really bad clsoer to the sternum"), muscle strain ("if I stand it is pretty painful like a pulled muscle"), gallbladder disorder ("gallbladder bruised"), urticaria ("hives"), vertigo ("vertigo"), cervicitis ("cervicitis"), rectal spasm ("spasm in my rectum and vagina"), genito-pelvic pain/penetration disorder ("spasm in my rectum and vagina"), rectocele ("rectocele") and vaginal odour ("vaginal odour") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation on (B)(6) 2012, total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy with bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, rheumatic disorder, dyspareunia, the last episode of tooth fracture, vomiting, mood swings, breast tenderness, blood urine present, vaginal haemorrhage, dermatitis allergic, vaginal infection, erythropapular rash, migraine, headache, female sexual dysfunction, dysmenorrhoea, vaginal discharge, diarrhoea, tachycardia, abdominal pain, skin infection, urinary incontinence, endometriosis, pruritus, constipation, abdominal distension, scar, arthritis, bacterial vaginosis, hot flush, asthenia, dry skin, breast atrophy, coital bleeding, adenomyosis, bladder spasm, vulvovaginal pain, pollakiuria, proctalgia, insomnia, ovarian cyst, dizziness, uterine enlargement, inflammation, back pain, renal pain, the last episode of herpes zoster, musculoskeletal chest pain, muscle strain, gallbladder disorder, urticaria, vertigo, cervicitis, hormone level abnormal, rectal spasm, genito-pelvic pain/penetration disorder and rectocele outcome was unknown, the raised rash, fatigue, alopecia, nausea, weight increased, vision blurred, arthralgia and feeling abnormal was resolving, the blood pressure increased and heart rate increased had resolved and the vaginal odour had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, bladder spasm, blood pressure increased, blood urine present, breast atrophy, breast tenderness, cervicitis, coital bleeding, constipation, dermatitis allergic, device dislocation, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gallbladder disorder, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, heart rate increased, hormone level abnormal, hot flush, inflammation, insomnia, menorrhagia, migraine, mood swings, muscle strain, musculoskeletal chest pain, nausea, ovarian cyst, pelvic pain, pollakiuria, proctalgia, pruritus, raised rash, rectal spasm, rectocele, renal pain, rheumatic disorder, scar, skin infection, tachycardia, tooth disorder, urinary incontinence, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vertigo, vision blurred, vomiting, vulvovaginal pain, weight increased, the first episode of herpes zoster, the first episode of tooth fracture, erythropapular rash, the second episode of herpes zoster and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 122 lbs. The healthcare provider said everything looked fine (date of communication: (B)(6) 2010, (B)(6) 2012, (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Antinuclear antibody - on an unknown date: positive. Chest x-ray - on (B)(6) 2010: no acute cardiopulmonary process.. Computerised tomogram - on (B)(6) 2013: CT showed the right coil bent.. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2013: findings: bilateral breast: the breast parenchyma is heterogeneously dense and limits evaluation by mammography. Bilateral breasts: no suspicious findings.; on (B)(6) 2015: impression: no mammographic evidence to suggest malignancy is seen. Pathology test - on (B)(6) 2016: uterus: chronic cervicitis, proliferative phase endometrium with features suggestive of ablation. Leiomyomata. Right and left ovaries with multiple cystic follicles. Right and left fallopian tubes with no significant histologic alteration, essure medical device identified on gross examination. Ultrasound scan vagina - on (B)(6) 2015: bilateral essure coils appear to be present. Small functional cysts seen on each ovary. Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, fatigue, weight gain, anxiety, hair loss. Lot number 696931 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 13 and fu 14 were processed together. Information received via social media: new event - vaginal odour and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue"), menorrhagia ("heavy periods"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and tooth fracture ("have had 3 crowns and my front one is chipping off"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, fatigue, menorrhagia, alopecia, dyspareunia and tooth fracture outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain, rash and tooth fracture to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: have had 3 crowns and my front one is chipping off. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as have had 3 crowns and my front one is chipping off. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue"), menorrhagia ("heavy periods"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, fatigue, menorrhagia, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.